Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
The patient started to have issues with their left lower leg. They were thinking it was a blood clot so the next day the patient saw their doctor. They determined it was not a blood clot and their healthcare provider (hcp) referred them to the ER. The patient stated they were admitted to the hospital and they went to do an MRI. They thought the leg issue was related to the pump because they had done blood work. The patient stated that it may be a herniated disc from the surgery or it was hitting a nerve. The medication infused was morphine.